Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). A prolapsed posterior leaflet, and leaflet flail. During a mitraclip procedure one clip was implanted. It was decided to implant a second clip, an xtw. After deployment of the xtw, a single leaflet device attachment (slda) occurred. The posterior leaflet was detached, and the anterior leaflet was detached. An additional mitraclip was not required, because the first clip implanted had stabilized the slda. Per the physician, the flail and prolapse that were situated in the medial commissure contributed to the slda. The final mr grade was less than 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.